Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an injury to their penis that resulted in a fluid leak from the cylinder. The device was no longer working, so the ipp was replaced. There were no patient complications reported.